Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of deep vein thrombosis (dvt) fibroid uterus, may-thurner syndrome of the left iliac, superficial femoral and popliteal veins. The patient is reported to have recently undergone thrombectomy (despite having been treated with tissue plasminogen activator (tpa). The patient was then re-admitted to hospital with bilateral pulmonary emboli (pe). At this time, the patient is reported to have had ongoing symptoms that included lightheadedness, headache, shortness of breath and a swollen left leg. The filter was implanted via the right femoral vein and placed in ¿good alignment. The patient is reported to have tolerated the procedure well. Approximately eleven weeks after the implantation, the patient underwent an unsuccessful percutaneous retrieval attempt. The patient reported that the filter had become stuck and could not be removed. Approximately three years and four months after the filter implantation, the patient became aware that the filter had tilted. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and retrieval difficulty events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported details indicate that retrieval was attempted approximately eleven weeks after implantation. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis (dvt), fibroid uterus, may-thurner syndrome of left iliac vein, superficial femoral vein and popliteal vein thrombosis. Despite treatment before and after a thrombectomy and tissue plasminogen activator (tpa) infusion, the patient was admitted to the hospital again for bilateral pulmonary embolism. The patient had ongoing symptoms of lightheadedness, headache, fever, chest pain, shortness of breath and swollen left leg. It was determined that a retrievable inferior vena cava (ivc) filter would be inserted. The filter was deployed via the patient's right femoral vein using ultrasound guidance. A post-procedural venocavogram showed good alignment. The patient tolerated the procedure well. Additional information received per the patient profile form (ppf) states that the filter was explanted percutaneously eleven weeks after implantation. The form also stated that the device was "stuck and cannot be removed, lodged in." The form states that the patient became aware of the filter tilting approximately three years and four months after the index procedure.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to, filter tilt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, loss of enjoyment of life and other damages. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter-tilt¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported events. According to the IFU, which is not intended as a mitigation of risk, ¿possible long-term complications associated with filter implantation include, but are not limited to, the following: filter obstruction, filter perforation of the vena cava wall, filter migration, filter fracture, recurrent pulmonary embolism.¿ ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Without images available for review, the reported tilt could not be confirmed or further clarified. The timing and mechanism of the tilt has not been reported at this time. Due to no lot number being provided, a phr could not be generated. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter tilt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, loss of enjoyment of life and other damages.